Event description:
It was reported to boston scientific corporation on december 25, 2018 that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire was fractured when the sphincterotome was inserted into duodenal papilla. There was no other visible damage noted for the product and package. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure, and the device had no influence on event. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire was fractured when the sphincterotome was inserted into duodenal papilla. There was no other visible damage noted for the product and package. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.